Event description:
Customer reported that t:slim x2 pump battery would not charge, and a power source alert appeared in the pump history. No adverse impact to the customer¿s blood glucose level was reported. Reportedly, customer reverted to manual injections for insulin therapy.